Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as red, itchy, and weeping. There was no alleged device malfunction contributing to the open wound. The patient¿s physician prescribed a steroid cream for the open wounds. Follow up indicated that the open wounds improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.